Event description:
It was reported that the lightcable became very hot and was very hot to the touch. It was further reported that the lightcable became burnt on either end due to the lightsource malfunctioning.

Manufacturer narrative:
Additional information will be provided once the investigation is completed.